Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a 32-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c, endometrial ablation and hypertension. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) since 1991 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003 and paracetamol (tylenol) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), abnormal menstrul bleeding"), depression ("depression"), anxiety ("mental anguish/anxiety"), arthralgia ("knee pain"), urinary tract disorder ("urinary disorders"), bladder disorder ("bladder disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hepatic enzyme increased ("liver enzyme have been high"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube)oophorectomy(one side removal of ovary) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, arthralgia and urinary tract disorder had resolved, the dysmenorrhoea, dyspareunia, migraine, headache, hepatic enzyme increased, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hepatic enzyme increased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: six coils were visible. Plaintiff underwent treatment for pain , bleeding and urinary disorders diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media.enzyme level increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : new event 'urinary disorders' added. Outcome for the event pain, bleeding and urinary disorders was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a 32-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c, endometrial ablation and hypertension. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) since 1991 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003 and paracetamol (tylenol) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), abnormal menstrul bleeding"), depression ("depression"), anxiety ("mental anguish/anxiety") and arthralgia ("knee pain"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube)oophorectomy(one side removal of ovary)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and arthralgia had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: six coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - knee pain and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a 32-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c, endometrial ablation and hypertension. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) since 1991 for depression and anxiety as well as ethinylestradiol; norgestimate (ortho tri-cyclen) since 2003 and paracetamol (tylenol) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), abnormal menstrual bleeding"), depression ("depression"), anxiety ("mental anguish/anxiety") and arthralgia ("knee pain") and was found to have hepatic enzyme increased ("liver enzyme have been high"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube)oophorectomy(one side removal of ovary)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and arthralgia had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache and hepatic enzyme increased outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, headache, hepatic enzyme increased, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: six coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via social media. Enzyme level increased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-enzyme level increased. Reporter added on 23-mar-2020: social media content received. No new information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a 32-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c and endometrial ablation. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) for depression and anxiety as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2003. On an unknown date, the patient had essure inserted. On (B)(6) 1999, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"). In january 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube)oophorectomy(one side removal of ovary)on14-08-2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: six coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a 32-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c, endometrial ablation, hypertension, back pain, urinary frequency and menometrorrhagia. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) since 1991 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003 and paracetamol (tylenol) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), abnormal menstrual bleeding"), depression ("depression"), anxiety ("mental anguish/anxiety"), arthralgia ("knee pain"), urinary tract disorder ("urinary disorders"), bladder disorder ("bladder disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hepatic enzyme increased ("liver enzyme have been high"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy, oophorectomy(one side removal of ovary)on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, arthralgia and urinary tract disorder had resolved, the dysmenorrhoea, dyspareunia, migraine, headache, hepatic enzyme increased, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hepatic enzyme increased, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: six coils were visible. Plaintiff underwent treatment for pain , bleeding and urinary disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via social media. Enzyme level increased. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a 32-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c, endometrial ablation, hypertension, back pain, urinary frequency and menometrorrhagia. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) since 1991 for depression and anxiety as well as ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003 and paracetamol (tylenol) since (B)(6) 2008. On(B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), abnormal menstrul bleeding"), depression ("depression"), anxiety ("mental anguish/anxiety"), arthralgia ("knee pain"), urinary tract disorder ("urinary disorders"), bladder disorder ("bladder disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have hepatic enzyme increased ("liver enzyme have been high"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy, salpingectomy, oophorectomy(one side removal of ovary)on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain, arthralgia and urinary tract disorder had resolved, the dysmenorrhoea, dyspareunia, migraine, headache, hepatic enzyme increased, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, arthralgia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hepatic enzyme increased, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: six coils were visible. Plaintiff underwent treatment for pain , bleeding and urinary disorders diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were reported via social media.enzyme level increased lot number: 626683 manufacturing date: 2008-03 expiration date: 2010-02 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / physical pain') in a (B)(6) year old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with endometrial ablation" and device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included d & c and endometrial ablation. Concurrent conditions included dysfunctional uterine bleeding, menses irregular, hydrosalpinx, adenomyosis and fallopian tube enlargement. Concomitant products included sertraline hydrochloride (zoloft) for depression and anxiety as well as ethinylestradiol; norgestimate (ortho tri-cyclen) since (B)(6) 2003. On an unknown date, the patient had essure inserted. On (B)(6)1999, the patient experienced depression ("depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdomen pain"). The patient was treated with fluoxetine hydrochloride (prozac), nsaids, paracetamol (acetaminophen) and surgery (salpingectomy(one side removal of fallopian tube) oophorectomy(one side removal of ovary) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved, the vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine and headache outcome was unknown and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: six coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patientâ¿¿s medical record: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Events: abnormal bleeding (vaginal, menorrhagia), depression, anxiety/mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain, essure procedure with endometrial ablation and did you undergo an essure confirmation test? No were added. Lot number was added. Concomitant drugs, conditions, historical conditions, treatment drugs, reporter's information were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.